Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they broke their front teeth. Patient provided diagnostic findings from dentist visit to repair tooth #8 and 9.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.